Manufacturer narrative:
Additional information: upon further review it was noted that patient weight (77 kg.) And ethnicity (not hispanic/latino) were provided in a sister reported file but were not reported in the initial report submitted in this event. This supplemental follow-up is being submitted to update report that was submitted initially. Fields below updated: section a4: patient weight: 77 kg. Section a5 (ethnicity): not hispanic/latino. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remain unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to glare and halo. There was no incision enlargement, no vitrectomy, no sutures done. It was replaced with a dib00, tecnis simplicity eyhance lens (22.5d). No patient post-op injury. Patient doing better post-explant, has noticed less glare and halos since iol exchange. No other information was provided.

Manufacturer narrative:
Section a4 (patient weight), a5 (ethnicity): unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 2, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the lens revealed that it was received cut in half and with a damaged haptic. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. A relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.